Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted:(B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 17-jan-2021, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that they could not aspirate catheter during pump replacement. Physician removed a portion of the catheter that was stopping flow, and replaced with a new pump segment. He had to attempt it twice, so two catheters were opened but only one replacement was used. Unknown if any environmental/external/patient factors may have led or contributed to the issue. The doctor replaced pump segment and the issue resolved. Regarding patient's medical history, the patient stated he was exposed to agent orange in vietnam war and had a rare blood cancer. He also had a pacemaker replaced this spring.